Event description:
Customer reported receiving an inaccurate glucose reading from their freestyle flash meter and self administered insulin. Customer reported experiencing symptoms of dizziness, sweatiness and loss of consciousness. Paramedics were called and treated customer with water and food. There is no report of any diagnosis, an investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's prod has been requested back for an investigation. A follow-up report will be filed once investigation results are available.